Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site (described by the patient as a "burning" sensation). The patient stated the pain felt worse when therapy was turned on. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Follow-up information revealed the patient continued to have burning sensations following the surgery. However, the patient will allow the incision to heal, then follow-up with a company representative if necessary.